Event description:
It has been reported to co that the occlusion balloon would not hold pressure during the procedure. The physician inserted the occlusion balloon wire into the patient and attempted to inflate the occlusion balloon. The occlusion balloon would not hold pressure. The physician noticed that there was a leak at the port of the adapeter. The physician was not able to report the debris from the vessel.